Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment. No additional information was provided in the initial reporting. Follow-up documentation from the patient¿s home program manager (hpm) confirmed the patient passed away at home on (B)(6). 2023 due to a cardiac arrhythmia stemming from a recent covid-19 infection. Although the timeline and specifics are unknown, it appears the patient¿s liberty select cycler alarmed during treatment, to which the patient awoke and repositioned themselves with good effect. The follow-up documentation indicated the patient becomes dyspneic upon exertion; however, it is unclear if or how this relates to the patient¿s passing. The hpm stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrhythmia and death, as the patient was undergoing treatment when they expired. However, the hpm reported the primary cause of death was a cardiac arrhythmia, secondary to a recent covid-19 infection. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. Aside from the temporal relationship, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there was no report a fresenius product(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment. No additional information was provided in the initial reporting. Follow-up documentation from the patient¿s home program manager (hpm) confirmed the patient passed away at home on (B)(6) 2023 due to a cardiac arrhythmia stemming from a recent covid-19 infection. Although the timeline and specifics are unknown, it appears the patient¿s liberty select cycler alarmed during treatment, to which the patient awoke and repositioned themselves with good effect. The follow-up documentation indicated the patient becomes dyspneic upon exertion; however, it is unclear if or how this relates to the patient¿s passing. The hpm stated the patient¿s death was unrelated to his utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and a mushroom head check. An internal inspection of the cycler showed that there was dried fluid on the top cover. The cause of the encountered dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.